Manufacturer narrative:
A service and repair evaluation were performed: the customer reported the zipgun was not pinching off the zipties. The repair technician reported the item was not ratcheting the zip band properly. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Part 1 of 1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one application instrument for sternal zipfix (part number 03.501.080, lot number 8731395) was received with the complaint category of ¿does not/will not function: will not tension/tighten.¿ the complaint condition is confirmed as the issue of not properly tensioning was replicated by the repair technician. However, this issue was not observed during subsequent testing by the customer quality (cq) engineer. It is probable that cycling of the device has restored function of the trigger. Lubrication at the spacer component and pusher sleeve component interface keeps the device from becoming stiff and sticking. The sternal zipfix system, provides instruction on the care and maintenance of this device including specific instructions for lubricating the device prior to sterilization. However, as the details regarding the use and maintenance of this device are unknown a root cause cannot be definitively determined. A visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The device was received intact and showing light wear. It was functionally tested with an in-house demo implant. When the cutting mechanism is locked, the trigger compresses and releases as intended and all components move through their full range of motion. The implant was securely held by the instrument. When the cutting mechanism is unlocked, the lever arm functions as intended and the trigger is locked as intended so that the device would not cut with the implant under tension. Thus, the functional issue could not be replicated during the cq investigation. During subsequent discussion with the repair technician that performed the initial evaluation, the repair tech explained that the device worked intermittently upon receipt. When the trigger sticks and does not return to its intended resting location the opening angle of the cam-clamp component will be influenced impacting tensioning. It is probable that cycling of the device has restored function of the trigger. As the issue was replicated by the repair tech the complaint condition is confirmed, consistent with the reported condition, and could be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 03.501.080 with lot number(s) 8731395 is a lot/batch controlled item. The manufacture date of this item is 4-dec-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Please launch a device history record review (DHR). Device history records was conducted. The report indicates that: manufacturing location: (B)(4), manufacturing date: 29 november 2013, 03.501.080/8731395. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an instrument for sternal zipfix was not functioning; it was not pinching off the zip fix ties. It was stated a package of zip fix ties had been opened and since they were not used for any cases and cannot be reused or re-sterilized, the nurse was practicing using the instrument and noted it would not function. The instrument was removed from the back table and sent to the sterile processing department and tagged out from use. There was no patient involvement. The reporter stated there was no further additional information. This complaint involves 1 device. This report is 1 of 1 for (B)(4).